Manufacturer narrative:
Visual inspection of the returned device found scratches on the alarm case. The side switch cover has been torn off leaving the control buttons exposed. Evaluation confirmed the unit has power when in use with batteries however does not sound when in use with a sensor or magnet due to a faulty speaker. Based on the age of the device it is likely normal wear and tear contributed to the malfunction. At this time there is no evidence that a manufacturing nonconformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states, if the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a functioning alarm and or sensor pad. Do not use the alarm or magnet if alarm does not activate each time magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm is not in working condition. Additional information provided by the customer stated the alarm has no sound. The date the issue was discovered is unknown and no patient incident or injury was reported.